Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head has come off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on 03-oct-2016 that she purchased a pack of 4 oral-b power oral care refills precision clean. She described that the second brush head she used came off in her mouth; she noted that she had only put the brush head on the oral-b rechargeable toothbrush, version unknown on (B)(6) 2016. She stated that the first brush head from the package didn't rotate so she discarded it. This was not the first time that she had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
Product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head has come off in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that she purchased a pack of 4 oral-b power oral care refills precision clean. She described that the second brush head she used came off in her mouth; she noted that she had only put the brush on (B)(6) 2016. She stated that the first brush head from the package didn't rotate so she discarded it. This was not the first time that she had used these particular brush heads. No symptoms developed.